Event description:
Lead appears to be potentially undersensing at times on the current egm, potentially functionally undersensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).